Manufacturer narrative:
(B)(4). Physio-control evaluated the device and has been unable to duplicate the reported issue during testing.  Through an evaluation of the electronic patient records, physio was able to verify that the device did not deliver defibrillation energy but it is unknown what caused this.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device failed to deliver defibrillation energy to a patient.  The customer indicated that during the event, they experienced a failure to deliver energy with another device and once this device was used, they experienced the same issue and was unable to deliver defibrillation energy.  No additional event information has been provided to physio-control. There was no report of any adverse outcome to the patient.